Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called via phone and reported the insulin pump had a button error. They removed the battery and the pump alarmed unexpected restart error and they are unable to clear the alarm. The customer was sleeping when the alarm woke her up. It is not known of the time advances because the battery was already removed. The insulin pump was stuck on the unexpected restart error alarm. The customer's blood glucose was 101 mg/dl. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump was received with up, down and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to verify unexpected restart alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, missing end cap sticker and minor scratched display window.